Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a delay of critical therapy following an alarm condition. On an unspecified date and time, the device was programmed to deliver an unspecified concentration of insulin and the delivery was started. No specific programming parameters were provided. On (B)(6) 2011, at unspecified times, the customer contact reported the device "continually beeped" for distal and proximal occlusion. The customer contact reported at 0800, the pt's blood glucose (bg) was 107 mg/dl, at 1000 the bg was 160 mg/dl and at 1200, the bg was 281 mg/dl. The customer contact reported, "the nurse is questioning if the pump could be the reason for his increased blood sugars." The device was removed from clinical use. Therapy was resumed using a replacement device. Although there was potential for serious injury, the customer contact stated that after the device was replaced, "things settled down for the pt." No medical interventions were reported. Though requested, no add'l info was provided.